Event description:
A customer contacted global technical service (gts) regarding a low drain volume (ldv) alarm that appeared on the home choice (hc) during initial drain. The home patient (hp) stated that he had some program changes today and that he was starting tonight's therapy empty. The hp stated that when he got the ldv, instead of bypassing, the hp went into the make adjustments menu and "took out the initial drain alarm (ida)." Gts advised the hp to call the registered nurse (rn) and inform her that he changed the ida and that the ida needed to be there for tomorrow's therapy. The hp continued therapy and was going to call the rn. Follow up with the nurse revealed that she was aware of the reported problem and the initial drain alarm (ida) was reset with her. The hp was resuming therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: this report was not confirmed as the device was not returned for evaluation. A review of the previous service record showed the device passed all required tests and calibrations prior to its release. No issues were identified that may have contributed to the issue of the patient incorrectly changing the drain settings to bypass the low drain volume alarm. Based on the information obtained from investigation by baxter, the root cause of the use error was not determined. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.